Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when using the 6f-7f mynx control vascular closure device (vcd) on the patient, the balloon ruptured and could not be used properly, and was then removed. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for 20mins.there was no reported patient injury and recovered. There was no problem inflating the balloon during the preparation stage. The mynx control was used in was a percutaneous coronary procedure (pci) . The procedure used a retrograde approach. The device was stored and prepped per the instructions for use. The deployer was mynx certified. A 6f non cords sheath was used. The balloon lost pressure patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when using the 6f-7f mynx control vascular closure device (vcd) on the patient, the balloon ruptured and could not be used properly, and was then removed. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for 20mins.there was no reported patient injury and the patient recovered. There was no problem inflating the balloon during the preparation stage. The mynx control was used in was a percutaneous coronary procedure (pci) . The procedure used a retrograde approach. The device was stored and prepped per the instructions for use. The deployer was mynx certified. A 6f non cords sheath was used. The balloon lost pressure patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock closed. The sealant remained in manufacturing position and not exposed to blood. The syringe was disconnected. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f212910 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2129103 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.